Event description:
Purchased a scale x-pro from oxiline which claimed their scale received FDA 510k clearance. While trying to register with email on their mandatory app, an entire email list of their users became visible. The scale also seems to be inaccurate. Fsa(flexible spending accounts) and hsa(health savings accounts) payments accepted. Https://oxiline.shop/product/scale-x-pro.